Manufacturer narrative:
Updated h3. Corrected e1 establishment name address. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to wear and tear or wrong handling. The loop at the distal end of the electrode wears out during use and can break, burn, or melt. However, a definitive root cause could not be determined. Depending on the status of the IFU, two additional cautions have been communicated through the leaflet: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants, or stents, can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts.". Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal.". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the resection electrodes with hf cable exhibited broken wire at the distal end. There were no reports of patient involvement.